Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad). A 2.8x16mm rx graftmaster was advanced, but was difficult to deploy due to patient anatomy, the stent dislodged, and was implanted in the proximal vessel area without complication at 14 atmospheres (atm), reportedly using a salvage technique. A 3.5x16mm rx graftmaster covered stent was then deployed at 16 atm and successfully sealed the perforation. Despite aggressive treatment via graftmaster deployment, placement of a cardiac assist device, and advanced cardiac life support, the patient was unable to be stabilized and the patient experienced tamponade with pericardiocentesis, massive myocardial infarction, significant hypotension, cardiogenic shock, cardiac arrest and expired the following morning due to the cardiac arrest and massive myocardial infarction. In the opinion of the physician, patient health was declining toward death prior to graftmaster use. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of death, hypotension and myocardial infarction, are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atmospheres (atm). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the reported 2.8x16mm rx graftmaster covered stent system was not difficult to deploy, but was difficult to advance due to patient anatomy and resulted in the reported stent dislodgement. The dislodged stent was intentionally deployed completely outside of the targeted perforation using an unspecified compliant, and then non-compliant balloon of larger size. In the opinion of the physician, use of the graftmaster did not cause a delay that resulted in the tamponade with pericardiocentesis, the significant hypotension, massive myocardial infarction, cardiogenic shock, and cardiac arrest that ultimately resulted in death. No additional information was provided.